Event description:
It was reported that the manifold of a clearlink continu-flo solution set disconnected from the 4-way stopcock, causing a leak of unknown hydration fluids and blood. This occurred during infusion in the post anesthesia care unit. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.